Event description:
Physicist discrepancy-r/min exceeds 10.0.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.